Event description:
This device experienced upstream occlusion alarms during testing when the device was returned by the customer for eval. No pt involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter for eval under record number (B)(4). The device experienced upstream occlusion alarms caused by a failed upstream sensor. The upstream sensor has been replaced.